Event description:
It was reported that during implant attempt, lead (B) (4) experienced positioning/fixation difficulty, dislodgment, and that it "would not fixate, fixation mechanism sprung after multiple attempts". It was also reported that during implant attempt, lead (B) (4) experienced difficulty passing into the vascular system, and that there were high thresholds, high impedance, and an apparent lead fracture. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4): lead stretched; distal conductor distorted; distal conductor fracture (overstress), inner insulation and tubing torn; deformation/fracture in 5cm proximal section of inner coil. Extension problems. (B) (4): no anomalies found; proximal conductor distorted; outer insulation breached cut.